Event description:
It was reported that the in-office battery check showed 2.5 v, but review of device data showed battery voltage of 2.97 v with no drops below 2.8 v. The device remains in use. It was also reported that the atrial lead impedance has steadily climbed since (B)(6) 2009. The lead remains in use. No patient complications have been reported as a result of this event. It was further reported that the battery voltage read 2.54 v, but review of device data showed 2.9 v. It was additionally reported that atrial lead impedence and threshold is rising. No patient complications were reported as a result of this event.

Event description:
It was reported that the in-office battery check showed 2.5 volts, but review of device data showed battery voltage of 2.97 volts with no drops below 2.8 volts. The device remains in use. It was also reported that the atrial lead impedance has steadily climbed since (B)(6) 2009. The lead remains in use. It was further reported that the battery voltage read 2.54 volts, but review of device data showed 2.9 volts. The device remains in use. It was further reported that atrial lead impedence and threshold is rising. Battery voltage is at 2.40 volts, not yet at elective replacement indicator (eri). It was further reported that the battery voltage varied and the device reached eri. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Low telemetered battery voltage. On (B) (6) 2010, the battery voltage with telemetry was 2.5v and the daily measurement was 2.9v.

Event description:
It was reported that the in-office battery check showed 2.5 v, but review of device data showed battery voltage of 2.97 v with no drops below 2.8 v. The device remains in use. It was also reported that the atrial lead impedance has steadily climbed since (B) (6) 2009. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the device was returned and analyzed. The elective replacement indicator (eri) is the result of high internal battery resistance. We did receive performance data collected from the device and have analyzed the data. Low telemetered battery voltage. On (B)(4) 2010, the battery voltage with telemetry was 2.5v and the daily measurement was 2.9v.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Low telemetered battery voltage. On (B)(6) 2010, the battery voltage with telemetry was 2.5v and the daily measurement was 2.9v.